Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 150mg/dl and hi (>600mg/dl). No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.